Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The internal leak was visually observed from broken fibers seen near the header of the dialyzer and the machine alarmed. Test strips were used to confirm the blood leak. Estimated blood loss was 200 cc's. Patient had no ill effects. Sample is available.